Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded episodes with far field that appears correctly blanked by cross chamber blanking, however, the retrograde signal is being sensed and counting toward atrial tachy response mode switch, which triggers the inappropriate switch. Also, some pacemaker mediated tachycardia episodes were observed. Various reprogramming options were recommended. The pacemaker remains in service. No adverse patient effects were reported.